Event description:
The surgeon reported performing uneventful cataract surgery with implantation of the istent in the pt's right eye. Immediately postoperatively, the pt had hyphema (2mm) and the intraocular pressure (iop) was 15 mmhg. Two days postoperatively, the pt presented with hyphema (40 percent), increased iop to 38 mmhg, pain, microcystic edema, and decreased vision of motion vision (from 20/300 ucva immediately postoperatively). The pt was prescribed diamox and scheduled for washout the following day. Three days postoperatively, pain worsened and hyphema increased to 70 percent. The blood was washed out and there was blood visible behind the intraocular lens that was not able to be evacuated. The stent was explanted and the iris was flaccid. The following day the iop decreased to 20 mmhg and there was a clot at the stent site (2 mm hyphema dn circulation cells); small vitreous hemorrhage with hand-motion vision. Additional information was provided by the surgeon who reported that the pt had been taking aspirin daily. Preoperatively, the pt's iop in the operative eye was 12 mmhg and was 13 mmhg at the most recent exam on (B)(6) 2014. The pt's uncorrected visual acuity at this visit was 20/150 with 3plus rbcs, vitreous blood, but no layered hyphema. The long-term prognosis is good. The etiology of the event is not known.

Manufacturer narrative:
The stent is not available for evaluation. The device history records were reviewed and there were no issues identified. Hyphema, iop elevation, and stent explantation are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).